Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. The lock had movement and a residue buildup was present. Evaluation showed that the device and lock had worn internal parts and unit needs to be machined to have heli-coils added to large starburst threads. Unit also needs preventative maintenance, repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the retractor of the mayfield modified skull clamp (a1059) is in the locked position, it slides to unlock, especially with pressure. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.